Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.

Event description:
This email is for notification regarding a complaint. Please provide an acknowledgement. Complaint information complaint number: (B)(4) part: pss0656509 lot: s10235885. Date of incident: 22-apr-2026 quantity: 1 delay: none. Customer organization: (B)(6) event origin country: canada. Is product available to be returned for investigation? Yes, please provide an RMA. Complaint notified date to bmt: 23-apr-2026. Issue description: information received from sales on 23-apr-2026. "Shaft of steerable sheath snapped off from the handle whilst in patient. Device was removed and another device was used instead" image is attached. (B)(6) 2026 customer reported no patient harm. Procedure for chronically occluded iliac stent anngioplasty was performed. End user was trying to advance wire through occlusion and use steerable sheath and dilator to dilate the channel that was being made. Devices that were inserted are passport sheath dilator and powerwire rf guidewire. No procedure delay. No medical intervention required. The issue was resolved by device removal and replaced with standard catheter. Patient's anatomy was heavily occluded. (B)(6) 2026 customer reported: (B)(6) canada.